Event description:
After deployment of the exoseal, the patient complained of numbness and tingling of the foot and pain behind the knee. An ultrasound was done and the plug was thought to be at the area of the access site, however it was impeding blood flow. The patient was taken to the or for a cut down at which point the surgeon was unable to locate the plug at the access site. The patient came in urgently from another facility as a code stemi with no baseline and with multiple underlying conditions. The EKG was misread and the patient actually had no cardiac disease. The patient had no white count. He was on long term steroids, known drug user, mental status was unclear, he complained of pain everywhere and had an underlying condition. After the patient complained or the numbness, a doppler was done and there was some flow. Blood flow was not completely impeded. The cardiologist wanted to monitor the patient but another physician called in a vascular surgeon who did the cut down. The vascular surgeon indicated that he could have sucked up the plug or it could have fallen out during the cut down because it was so small. The patient subsequently died due to septic shock.

Manufacturer narrative:
Medications given (B)(6) 2012 (during the cath procedure prior to using exoseal closure device): midazolam, 2 mg, IV, at 15:03. Fentanyl, 50 mcg, IV, at 15:03. Fentanyl, infusion rate of 12.5, IV, at 16:45, mcg/hr. Fentanyl, infusion rate of 12.5, IV, at 17:18, mcg/hr. Fentanyl, infusion rate of 25, IV, at 17:31, mcg/hr. Clopidogrel (plavix), 600 mg, po, last dose at 14:52. Normal saline, infusion rate of 50 ml/hr, IV, at 14:52. Lopressor, 5 mg, IV, at 14:56. Lopressor, 5 mg, IV, at 15:02. Lopressor, 5 mg, IV, at 15:12. Contrast given: visipaque 168 ml. After use of an exoseal for vascular closure, the patient complained of numbness and tingling of the foot and pain behind the knee. An ultrasound was done and the plug was thought to be at the area of the access site, however it was thought to be impeding blood flow. The patient was taken to the or for a cut down at which point the surgeon was unable to locate the plug at the access site. The patient died three days later due to sepsis. The reporter stated the following: "the patient came in urgently from another facility as a code stemi with no baseline and with multiple underlying conditions. The EKG was misread and the patient actually had no cardiac disease upon completion of the catheterization. The exoseal device was used for vascular closure. There was no resistance inserting the exoseal inside the sheath. Pulsatile flow was seen through the bleed back port and diminished flow occurred upon retraction of the sheath/device. After diminished flow, the physician retracted slowly to obtain the black/black indicator on the chevron window of the device, which he did without difficulty. The plug was deployed. Manual compression was held for 2 minutes. The patient's femoral access site appeared to have hemostasis and the patient was sent to the cardiac cath lab holding area. Approximately 45 minutes later, the patient complained of increased pain behind his knee and down his foot and had diminished pulses. A doppler of the pulses was obtained and the physician was inclined to "watch the patient and give him comfort measures". The fellow ordered a duplex scan of the femoral site and consulted the vascular fellow. The duplex scan was performed and the technician reported she "saw something" at the femoral access site which appeared to be partially occluding the artery at the access site. She stated she suspected it was the "seal" and that it appeared to be obstructing it partially. The physicians felt it was appropriate, based on the lack of history with the patient and his non specific pain plus disorientation, to take the patient for a cut down of the femoral artery. The patient continued to complain of pain distally and in his foot. At first, just his right foot, but then both feet. When asking the nurses and other staff about the status of the patient's pain, colorless and diminished pulses the remarks were: "I didn't have pulses prior to the cath", "his feet and legs were cold and hurt prior to the case". The physician felt in no way that the plug had dislodged intravascularly or that the patient's pain was related to the device. He also expressed that the fellow could have dissected the femoral artery and that the flap from the tissue is what was seen on duplex. Nevertheless the patient was taken to surgery for a femoral artery cut down. The surgeon claimed there was nothing at the sight among cut down. He stated that the endarectomy did not catch anything and that there was no sign of the plug. When questioning why it would have appeared on the duplex he and the cardiologist stated it could have been there and then the cut down or the "suction used in surgery to diminish blood at the site could have sucked it up". There was no follow up duplex done so it is hard to state whether the surgery which was inconclusive was successful or not. The physicians stated, "we will never know what happened, could be any number of things that had happened, patient is extremely ill and appears to be in dt's which is why it is difficult to ascertain if his pain has improved after the cut down". The patient proceeded to deteriorate, "coded" the following day, expired two days after that due to sepsis. Multiple attempts to obtain the medical records were unsuccessful. If additional information becomes available, it will be reported accordingly. Medical records received indicate the following: an emergent cardiac angiogram was performed. The patient was found not to have any flow limiting lesions requiring intervention. An exoseal device was used for vascular closure. After surgery the patient was not found to have pulses in his right leg and was complaining of right leg pain and numbness, symptoms of acute limb ischema. The patient was then taken to the operating room for right groin exploration and possible femoral artery repair or embolectomy. The site of the puncture was noted and there was hematoma in the anterior wall of the vessel. There was no pulse. The closure device was not visualized. There was no pulse in the common femoral artery at this point. Proximal and distal control above and below the puncture site was obtained with circumferential vessel loops. The patient was systemically heparinized with 3000 units of heparin. A transverse arteriotomy through the puncture site was accomplished. A 4 fogarty catheter and ultimately a 5 fogarty catheter were passed in a cephalad direction up the iliac artery. They were passed all the way to the hilt with no obstruction. There was moderate flow from the iliac, but not dramatic. The patient's systemic pressure was only 109/50 when we first did this. No clot was appreciated. Cross-clamp was placed on the common femoral and the catheter was passed distally. No closure device was found in the wound or in the lumen of the vessel. The catheter would pass distally only for a distance of approximately 25 cm. There was excellent backbleeding from the distal femoral vessel. The inflow was checked again and was found to be approximately the same as it has been before. The vessel was then closed with interrupted sutures of 6-0 prolene. Occluding clamps were removed and the doppler flowmeter was used to insonate the vessel. There was good arterial flow above and below the arteriotomy. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Peripheral artery occlusion and lower extremity arterial emboli are listed in the IFU as serious potential risks associated with femoral artery closure procedures. While there do not appear to be any overt procedural device related factors that can be attributed to the leg pain experienced by the patient post deployment, there are multiple patient conditions that could have contributed to the events reported. Per exploration of right groin notes, no closure device was found in the wound or in the lumen of the vessel. It was reported that the patient was already admitted very unstable and with symptoms compatible with sepsis ("the patient was disoriented, complaining of non specific pain and was actively thrashing around on the cath lab table". "He is presenting septic"). Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required at this time. Additional information is not available and no further reports will be forthcoming.

Manufacturer narrative:
This device is not available for testing and evaluation. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After use of an exoseal for vascular closure, the patient complained of numbness and tingling of the foot and pain behind the knee. An ultrasound was done and the plug was thought to be at the area of the access site, however it was thought to be impeding blood flow. The patient was taken to the or for a cut down at which point the surgeon was unable to locate the plug at the access site. The patient died three days later due to sepsis. The reporter stated the following: "the patient came in urgently from another facility as a code stemi with no baseline and with multiple underlying conditions. The EKG was misread and the patient actually had no cardiac disease upon completion of the catheterization. The exoseal device was used for vascular closure. There was no resistance inserting the exoseal inside the sheath. Pulsatile flow was seen thru the bleed back port and diminished flow occurred upon retraction of the sheath/device. After diminished flow, the physician retracted slowly to obtain the black/black indicator on the chevron window of the device, which he did without difficulty. The plug was deployed. Manual compression was held for 2 minutes. The patient's femoral access site appeared to have hemostasis and the patient was sent to the cardiac cath lab holding area. Approximately 45 minutes later, the patient complained of increased pain behind his knee and down his foot and had diminished pulses. A doppler of the pulses was obtained and the physician was inclined to "watch the patient and give him comfort measures". The fellow ordered a duplex scan of the femoral site and consulted the vascular fellow. The duplex scan was performed and the technician reported she "saw something" at the femoral access site which appeared to be partially occluding the artery at the access site. She stated she suspected it was the "seal" and that it appeared to be obstructing it partially. The physicians felt it was appropriate, based on the lack of history with the patient and his non specific pain plus disorientation, to take the patient for a cut down of the femoral artery. The patient continued to complain of pain distally and in his foot. At first, just his right foot, but then both feet. When asking the nurses and other staff about the status of the patient's pain, colorless and diminished pulses the remarks were: "I didn't have pulses prior to the cath", "his feet and legs were cold and hurt prior to the case". The physician felt in no way that the plug had dislodged intravascularly or that the patient's pain was related to the device. He also expressed that the fellow could have dissected the femoral artery and that the flap from the tissue is what was seen on duplex. Nevertheless the patient was taken to surgery for a femoral artery cut down. The surgeon claimed there was nothing at the sight among cut down. He stated that the endarectomy did not catch anything and that there was no sign of the plug. When questioning why it would have appeared on the duplex he and the cardiologist stated it could have been there and then the cut down or the "suction used in surgery to diminish blood at the site could have sucked it up". There was no follow up duplex done so it is hard to state whether the surgery which was inconclusive was successful or not. The physicians stated, "we will never know what happened, could be any number of things that had happened, patient is extremely ill and appears to be in dt's which is why it is difficult to ascertain if his pain has improved after the cut down". The patient proceeded to deteriorate, "coded" the following day, expired two days after that due to sepsis. Multiple attempts to obtain the medical records were unsuccessful. If additional information becomes available, it will be reported accordingly. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Peripheral artery occlusion and lower extremity arterial emboli are listed in the IFU as serious potential risks associated with femoral artery closure procedures. While there do not appear to be any overt procedural device related factors that can be attributed to the leg pain experienced by the patient post deployment, there are multiple patient conditions that could have contributed to the events reported. The reporter indicated that the symptoms were present before the procedure ("legs were cold and painful prior to the case"), there was no duplex after the cut down or a way to establish if there was a change in blood flow. It was reported that the patient was already admitted very unstable and with symptoms compatible with sepsis ("the patient was disoriented, complaining of non specific pain and was actively thrashing around on the cath lab table". "He is presenting septic"). Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required at this time.

Manufacturer narrative:
After use of an exoseal for vascular closure, the patient complained of numbness and tingling of the foot and pain behind the knee. An ultrasound was done and the plug was thought to be at the area of the access site, however it was thought to be impeding blood flow. The patient was taken to the or for a cut down at which point the surgeon was unable to locate the plug at the access site. The patient died three days later due to sepsis. The reporter stated the following: "the patient came in urgently from another facility as a code stemi with no baseline and with multiple underlying conditions. The EKG was misread and the patient actually had no cardiac disease upon completion of the catheterization. The exoseal device was used for vascular closure. There was no resistance inserting the exoseal inside the sheath. Pulsatile flow was seen thru the bleed back port and diminished flow occurred upon retraction of the sheath/device. After diminished flow, the physician retracted slowly to obtain the black/black indicator on the chevron window of the device, which he did without difficulty. The plug was deployed. Manual compression was held for 2 minutes. The patient's femoral access site appeared to have hemostasis and the patient was sent to the cardiac cath lab holding area. Approximately 45 minutes later, the patient complained of increased pain behind his knee and down his foot and had diminished pulses. A doppler of the pulses was obtained and the physician was inclined to "watch the patient and give him comfort measures". The fellow ordered a duplex scan of the femoral site and consulted the vascular fellow. The duplex scan was performed and the technician reported she "saw something" at the femoral access site which appeared to be partially occluding the artery at the access site. She stated she suspected it was the "seal" and that it appeared to be obstructing it partially. The physicians felt it was appropriate, based on the lack of history with the patient and his non specific pain plus disorientation, to take the patient for a cut down of the femoral artery. The patient continued to complain of pain distally and in his foot. At first, just his right foot, but then both feet. When asking the nurses and other staff about the status of the patient's pain, colorless and diminished pulses the remarks were: "I didn't have pulses prior to the cath", "his feet and legs were cold and hurt prior to the case". The physician felt in no way that the plug had dislodged intravascularly or that the patient's pain was related to the device. He also expressed that the fellow could have dissected the femoral artery and that the flap from the tissue is what was seen on duplex. Nevertheless the patient was taken to surgery for a femoral artery cut down. The surgeon claimed there was nothing at the sight among cut down. He stated that the endarectomy did not catch anything and that there was no sign of the plug. When questioning why it would have appeared on the duplex he and the cardiologist stated it could have been there and then the cut down or the "suction used in surgery to diminish blood at the site could have sucked it up". There was no follow up duplex done so it is hard to state whether the surgery which was inconclusive was successful or not. The physicians stated, "we will never know what happened, could be any number of things that had happened, patient is extremely ill and appears to be in dt's which is why it is difficult to ascertain if his pain has improved after the cut down". The patient proceeded to deteriorate, "coded" the following day, expired two days after that due to sepsis. Multiple attempts to obtain the medical records were unsuccessful. If additional information becomes available, it will be reported accordingly. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Peripheral artery occlusion and lower extremity arterial emboli are listed in the IFU as serious potential risks associated with femoral artery closure procedures. While there do not appear to be any overt procedural device related factors that can be attributed to the leg pain experienced by the patient post deployment, there are multiple patient conditions that cannot be clarified at this time that could have contributed to the reported leg pain. There is no information provided to explain the patient's sepsis outcome and subsequent death. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required at this time.